Event description:
The event is reported as: alleged issue: tips have fallen off of the suction tube. It is unknown when issue occurred but doctors are reporting the tips are no longer on the tubes. There is no pt injury or medical intervention reported and no further information can be provided. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.